Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a blood backflow with a clearlink extension set. Since there was a leakage coming specifically from the female luer of the set (clearlink valve), and not the junction of the luer and tubing. There was no patient injury or medical intervention necessary. The conditioned occurred during an infusion of intravenous fluids. The sample has been discarded. There was a colleague pump being used with the set; along with an unknown baxter primary set. The infusion was being performed at 40 ml/hr. . There was no patient injury or medical intervention reported. No additional information is available.